Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Lack of information, cause of endoleak is unknown. Acute limb angulation. Conclusion: lack of information, cause of endoleak is unknown. Endoleak. Acute limb angulation.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a review of the CT noted that there was a possible type I endoleak and/or something near the left limb flow divider area. There also could be a possible type iii endoleak. The patient had a cuff implanted, 363649; however, the endoleak did not resolve after the cuff was implanted. The physician does not know the cause of the endoleak. The patient is going to have a second opinion. No additional clinical sequelae were reported and the patient is fine. A review of returned films post-implant showed that the bifurcate was positioned approximately 1cm below the renal artery. The ipsilateral limb was placed into the left common iliac, the contra limb into the right common iliac. The aortic body was angulated 70deg a-p relative to the limbs; there was little l-r angulation. The aortic diameter just below the lowest right renal was approximately 29 x 31mm, and the proximal diameter of the stent graft was approximately 34mm. The max aaa diameter was 6cm. Contrast was seen in the posterior side of the proximal aaa sac, in an area from the posterior aortic body to the proximal section of the ipsilateral limb. The endoleak appeared to be a proximal type I but could not rule out a type iii fabric endoleak possibly from the ipsilateral limb. Images from the secondary procedure, which did not resolve the endoleak, were not returned. The cause of the endoleak could not be determined. Other than acute limb angulation at the origin of the ipsilateral limb and minimal oversizing at the proximal neck, no stent graft issues were seen that may have contributed to the endoleak. Earlier follow-up images were not returned, so a determination of possible disease progression which may have contributed to a proximal type I endoleak, could not be made.